Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the only main coil was returned for this complaint. The main coil was found kinked and stretched. The interlocking arm was detached and it was not returned. No more damages were returned for this complaint. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The interlocking arm was detached and it was not returned. Dimensional inspection of the main coil revealed that the number of distal fiber bundles, number of prooximal fiber bundles, overall dimension (od) of the zap tip and the primary coil (od) matches within the specification.

Event description:
Reportable based on device analysis completed on 18dec2020. It was reported that the device got stuck. A 12mm x 40cm interlock-35 was selected for use in the embolization of a right renal aneurysm. During the procedure, the first coil was advanced into the non-bsc single curvature catheter, and the coil was pushed out approximately 5cm. However, the coil could not be advanced and retracted. The coil was withdrawn with the catheter. The procedure was completed with another of the same device. There were no complications reported and the patient was stable. However, device analysis revealed that the interlocking arm was detached and was not returned.